Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power and there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: there were multiple pump reboot events observed in the pump's black box and history. The pump was run on a 24 hour basal program with no loss of power occurrences. Corrosion was found in the battery compartment. The pump failed a leak test due to a battery compartment crack. There was no further evidence of moisture inside the pump. Unrelated to the initial allegation, the display screen was dim and discolored.